Event description:
The customer reported (2) two unconfirmed false positive results with the ID now covid-19 assay performed on a nasal kitted swab. This MFR. Report addresses patients 1 of 2. The customer reported (1) one false positive with the ID now covid-19 assay (patient ID (B)(6)) performed (B)(6) 2021 (23:12) on an unknown sample generated a positive result this was the patient's first test. Repeat testing with the ID now covid-19 assay was performed on (B)(6) 2021 (21:43) results not provided. Rt-pcr confirmation testing was performed by public health center and results are pending. The customer reported the patient lives alone went to the hospital due to bone fracture. The customer reported that the patient was asymptomatic. No history of contracting the covid 19 virus. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Please see MFR. Report: 1221359-2022-00189 all reports related to this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166776 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m166776 and test base part number 190-430 / lot m166776. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166776 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.